Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. It was reported that a patient had an optease inferior vena cava (ivc) filter implanted, the indication for the implant has not been reported. According to the information provided the filter subsequently malfunctioned, caused injury and damages to the patient including, deep vein thrombosis (dvt), pulmonary embolism (pe), and lifetime anticoagulation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the patient had blood clots, clotting and occlusion of the ivc. The patient also reports to be suffering from mental anguish, emotional distress, anxiety and stress. According to the medical records, the filter was successfully deployed in the infra-renal ivc without any complications and the patient tolerated the index procedure well. The product was not returned for analysis and the sterile lot number has not been provided; therefore, neither a device analysis nor device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films or post-placement imaging and the limited information provided, the report of thrombosis, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken.

Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the patient had blood clots, clotting and occlusion of the ivc. The patient also reports to be suffering from mental anguish, emotional distress, anxiety and stress. According to the medical records, the filter was successfully deployed in the infra-renal ivc without any complications. The patient tolerated the index procedure well. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the event date for the event is unknown. As reported through the legal department via a legal brief, the plaintiff underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, caused injury and damages to the plaintiff including, deep vein thrombosis (dvt), pulmonary embolism (pe), and lifetime anticoagulation. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available. The product was not returned for inspection. Manufacturing records (DHR) could not be performed as the product catalog and lot number were not available. The cordis optease® vena cava filter (filter) is designed for the prevention of recurrent pulmonary embolism via placement in the inferior vena cava (ivc). The self-centering optease filter is laser cut from nickel titanium alloy (nitinol) tubing. The proximal and distal baskets of the optease filter, which consist of struts in a six diamond-shape configuration, are designed for optimal clot capture. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It is recognized that thrombi usually develop first in the calf veins, "growing" in the direction of flow of the vein. Dvts are distinguished as being above or below the popliteal vein. Very extensive dvts can extend into the iliac veins or the inferior vena cava. Dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of your lower leg (calf), and can spread up to the veins in your thigh. Dvt can also first develop in the deep veins in your thigh and, more rarely, in other deep veins, such as the ones in your arm. Deep vein thrombosis is the result of three principal factors: reduced or stagnant blood flow in deep veins (venous stasis). Injury to the blood vessel wall. An increase in the activity of those substances in the blood that are part of the normal clotting mechanism, a condition called hypercoagulability (which means a more active clotting state). Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt. Inferior vena cava filters are used to prevent sequelae, especially pe, in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. Placement of a vena cava filter reduces, but does not eliminate the risk of symptomatic pe in patients with proximal dvt in the short-term and does not prevent small pe. Factors that may have influenced the event include patient, pharmacological and lesion. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the plaintiff underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, caused injury and damages to the plaintiff including, deep vein thrombosis (dvt), pulmonary embolism (pe), and lifetime anticoagulation. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.